Event description:
We were informed about this incident in 2006. After the removal of an plexolong catheter, the physician recognized that there were 6 cm of the catheter missing. A second surgical intervention was necessary to search for the missing part of the catheter.

Manufacturer narrative:
We assume that during the installation the catheter was retracted against the cutting edge of the cannula tip an a piece of the catheter was cut off. In order to prevent such user errors we have a warning notice in our operating instructions for these products: "please observe: do not retract the catheter (be it with or without inserted mandrin) back against the cutting edge of the cannula tip, since otherwise a part of the catheter may be cutt off." (See operating instructions attached).